Event description:
During training by zoll medical sales representative, the electrodes failed to allow the associated defibrillator to discharge. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.